Event description:
Additional information provided affected eye is left eye. Iop has increase over the next few weeks. Patient will undergo either a replacement xen®45 gts implant or a trabeculectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(6), lot number 62683. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. .

Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after xen®45 gts was implanted into the unknown eye and it completely disappeared. However, iop was good the next day. The device remains implanted.